Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and medical treatment. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 347 to 368 mg/dl (19.258 to 20.423mmol/l) and 298 to 264 mg/dl (16.538 to 14.651 mmol/l) after wearing the pod between 4 and 24 hours. It was also reported that there were metabolic consequences and medical treatment provided due to the incident. No further information provided.

Manufacturer narrative:
The returned device was evaluated and found no defects or deficiencies that would contribute to the reported high bg levels or a failure of the pod¿s ability to deliver insulin.